Event description:
On (B)(6) 2009 the pt reported her insulin infusion device displays an e10 (cartridge error) when she tries to retract the piston rod and the piston rod will not reset. She stated the issue began 2-3 weeks ago and she has switched to her backup infusion device. To troubleshoot, the pt was instructed to insert a new battery into her primary device. She reported she hears a 'very faint clicking noise.' She tried to reset the device by retracting the piston rod, but the piston rod would not reset and an e10 displayed. She said her device has not been dropped and she removes the device to shower. She stated she does not attach the adapter to the cartridge prior to inserting the cartridge into the chamber. She was advised to do so. The pt did not report blood glucose concerns related to this issue. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.